Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the device failed continuity testing due to broken traces at the rd connector; causing multiple open connections. When tested with known good lab equipment a "no sensor connected" error message was displayed.

Event description:
The customer reported that these devices are either not lighting at all, or intermittently losing signal. No patient incident reported, and will intermittently engage in monitoring.